Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the groshong port s/l products that are cleared in the us. The pro code for the groshong port s/l products is identified. The lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870ce implanted port allegedly experienced damaged/defective catheter. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the groshong port s/l products that are cleared in the us. The pro code for the groshong port s/l products is identified in d2. The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is inconclusive for the reported obstruction of flow. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: b5, h6(device, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870ce implanted port allegedly experienced obstruction of flow. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.